Manufacturer narrative:
(B)(4). Device / parts will not be returned for evaluation.

Event description:
It was reported that the rn from the operating room called and stated that they have a male patient undergoing CABG (coronary artery bypass graft) surgery and they were having trouble coming off bypass. A 40cc fos (fiberoptix sensor) intra-aortic balloon ((B)(4)) was inserted and when they started the pump they got a "purge failure" alarm. They switched out the pump and the second pump ((B)(4)) worked fine. The rn asked what they should do when they get this alarm. The clinical support specialist (css) explained that the purge failure alarm occurs if the pump cannot send the helium to the pump within eight seconds of pressing the pump status to on. The css explained that they need to make sure that there is an ECG or arterial pressure waveform on the screen on the pump and that the gas drive tubing is securely connected to the pump prior to pressing the pump on to start pumping. They also need to make sure that there is enough helium. The rn said that they did have the ECG and arterial pressure waveform on the screen prior to pumping and they even changed out the helium tank. The css asked how many "purge failure" alarms they got. The rn said only one. The css explained that sometimes when they first start up a pump that has not been used much a valve may be sticky. They should press the reset and pump status back on. If the "purge failure" alarms persist, then they should change out the pump and send it to biomed to be checked. They only had the one alarm on the pump before they switched out the pump. The second pump is working fine. The rn will have the pump sent to biomed for check. The patient outcome is stable.

Manufacturer narrative:
(B)(4). Evaluation: no parts or recorder strips were returned to (B)(4) for evaluation. The field service engineer stated that the bio-med was able to get the pump pumping and the problem most likely was the setup on the first pump. A device history record review was conducted for the iabp serial and lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the report of "purge failure" is not confirmed. The cause of the reported complaint could not be determined.

Event description:
It was reported that the rn from the operating room called and stated that they have a male patient undergoing CABG (coronary artery bypass graft) surgery and they were having trouble coming off bypass. A 40cc fos (fiberoptix sensor) intra-aortic balloon (iab-05840-lws, s/n (B)(4)) was inserted and when they started the pump they got a "purge failure" alarm. They switched out the pump and the second pump (s/n (B)(4)) worked fine. The rn asked what they should do when they get this alarm. The clinical support specialist (css) explained that the purge failure alarm occurs if the pump cannot send the helium to the pump within eight seconds of pressing the pump status to on. The css explained that they need to make sure that there is an ECG or arterial pressure waveform on the screen on the pump and that the gas drive tubing is securely connected to the pump prior to pressing the pump on to start pumping. They also need to make sure that there is enough helium. The rn said that they did have the ECG and arterial pressure waveform on the screen prior to pumping and they even changed out the helium tank. The css asked how many "purge failure" alarms they got. The rn said only one. The css explained that sometimes when they first start up a pump that has not been used much a valve may be sticky. They should press the reset and pump status back on. If the "purge failure" alarms persist, then they should change out the pump and send it to biomed to be checked. They only had the one alarm on the pump before they switched out the pump. The second pump is working fine. The rn will have the pump sent to biomed for check. The patient outcome is stable.